Event description:
Customer reported missing segments on his precision xtra meter and he was unable to read the results. He reports he experienced "perspiring, (was) jittery and (had) shakes". He states he was seen at a local hosp, was diagnosed with hypoglycemia and treated with "orange juice, cheese sandwich, apple sauce and apple juice". There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for an investigation and a follow-up report will be submitted once results are available.